Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use, the device leaked from the device. A new device was used to continue monitoring the patient. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed and the failure attributed a crack in the housing of the stopcock related to mold stress. A search of the complaint database was performed and no similar complaints for this lot number was found. The device history record was reviewed, and no exception documents were found. Nonconformance's of this nature are monitored by the operation team.